Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 37 mg/dl current 35 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Customer reports that his mom's hospitalization was not related to a insulin pump. She entered the hospital due to kidney stones and a bladder infection. Based on customer¿s report customer did allege over delivery. Customer was treated with food drive support cap was normal. Customer was neither in emergency room, nor admitted into hospital. The insulin pump and reservoir will be returned for analysis.